Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 347 mg/dl. The customer stated that her doctor wanted to call in to get the insulin pump replaced. The customer stated that she woke up with a blood glucose of 200 mg/dl that morning, and within an hour she was vomiting. The customer stated that she kept vomiting, and her blood glucose levels kept rising. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the insulin pump would be replaced per her doctor's recommendation. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.